Event description:
Pt had approx 9 cm of epidural catheter sever from catheter and remain in pt. Catheter fragment located on a lumbar complete x-ray that shows fragment localized to the posterior paraspinous soft tissue at level l2-3 disc space. Manufacturer does not recommend attempt to remove fragment surgically and the literature search supports this recommendation.